Manufacturer narrative:
A ge service rep performed an on site investigation. The tube monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7700 system had no image on the monitor. No pt injury was reported.